Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating the patient let his battery go into overdischarge. No issue other than the patients lack of regular charging cycles. The battery was brought out of overdischarge with one charging cycle and worked well when he left the office. This issues has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep) regarding a patients implantable neurostimulator (ins). Rep is meeting with patient today for "jumpstart" of ins following the patient pause of use of therapy. Patient stopped using the therapy because therapy may not have been good because target may not have been appropriate. Today they are trying to get the ins functional again to attempt to adjust the therapy target and change programming.